Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of caesarean section and parity 3. In (B)(6) 2013, the patient had essure inserted. Essure was removed in 2018. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain"), abdominal distension ("my abdomen was swollen to the point of looking pregnant"), back pain ("low back pain"), genital hemorrhage ("bleeding"), fatigue ("I was feeling extreme tiredness"), depression ("depression"), mood swings ("mood swings"), alopecia ("my hair was falling out like crazy"), tooth loss ("I lost two teeth because they were so loose they had to be taken out"), arthralgia ("had joint pain"), nausea ("nausea") and diarrhea ("diarrhea"). The patient was treated with surgery (salpingectomy and hysterectomy). The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, depression, diarrhoea, fatigue, genital hemorrhage, mood swings, nausea, pelvic pain and tooth loss to be related to essure administration. The reporter commented: immediately after the removal of the devices, she began to feel like herself again, and bit by bit the sequelae started diminishing. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-apr-2023: quality safety evaluation of ptc. Upon internal review, the event device dislocation was deleted because not referring to this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of caesarean section and parity 3. In november 2013, the patient had essure inserted. Essure was removed in 2018. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("bleeding"), fatigue ("I was feeling extreme tiredness"), depression ("depression"), mood swings ("mood swings"), alopecia ("my hair was falling out like crazy"), tooth loss ("I lost two teeth because they were so loose they had to be taken out"), arthralgia ("had joint pain"), abdominal distension ("my abdomen was swollen to the point of looking pregnant"), device dislocation ("x-ray showing the displaced coils"), nausea ("nausea"), diarrhoea ("diarrhoea"), abdominal pain ("abdominal pain") and back pain ("low back pain"). The patient was treated with surgery (salpingectomy & hysteroctomy). The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, depression, device dislocation, diarrhoea, fatigue, genital haemorrhage, mood swings, nausea, pelvic pain and tooth loss to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [x-ray] (date unknown): showing the displaced coils. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of caesarean section and parity 3. In (B)(6) 2013, the patient had essure inserted. Essure was removed in 2018. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain"), abdominal distension ("my abdomen was swollen to the point of looking pregnant"), back pain ("low back pain"), genital haemorrhage ("bleeding"), fatigue ("I was feeling extreme tiredness"), depression ("depression"), mood swings ("mood swings"), alopecia ("my hair was falling out like crazy"), tooth loss ("I lost two teeth because they were so loose they had to be taken out"), arthralgia ("had joint pain"), nausea ("nausea") and diarrhoea ("diarrhoea"). The patient was treated with surgery (salpingectomy and hysterectomy). The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, depression, diarrhoea, fatigue, genital haemorrhage, mood swings, nausea, pelvic pain and tooth loss to be related to essure administration. The reporter commented: immediately after the removal of the devices, she began to feel like herself again, and bit by bit the sequelae started diminishing. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.